Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip applier malfunctioned. Clip seemed to jam and break within the jaws of the device. Could not clear device of jammed clip. The applier closed and the surgeon couldn't open it to get if off the duct. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # = m93f3h. Additional information was requested and the following was obtained: surgeon reports "the applier closed and I couldn't open it to get if off the duct...ended up just yanking it off." The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. The reported event could not be confirmed as the device opened and closed as intended during functional testing. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.